Manufacturer narrative:
D2 (common device name): avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system the part was returned to a satellite location; however, the decontamination form was not completed correctly. As such, the site was unable to return the device to the complaint handling team for evaluation and a full evaluation could not be performed. The pictures do not display any visible thread damage. Without product return, no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the thread on the cage stripped upon insertion. The surgery was completed with another product. No patient impact or effect on surgery was reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information and product return are pending. Investigation is still in progress. Conclusion is not yet available. Once the investigation has been completed, a follow-up MDR will be submitted. Product not already returned

Event description:
Roi-t: the threading of the cage slipped. During a roi-t surgery, it was reported : the threading of the cage slipped. The surgery completed with another product. Issue occured during insertion into patient, it has been taken out and found slipped since the location of the product is not fit very well. No impact on patient. Waiting on additional information and product returned.